Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturig records for top assembly batch 8434289 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
Same case as 6000089-2006-02198 and 6000089-2006-02200. It was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawl resistance occurred. The patient's anatomy was moderately tortuous. The lesion was located in the mid to proximal left anterior descending (lad) artery. The vessel moderately calcified and 90% stenosed. The vessel was dilated with a maverick2 2.50x20mm monorail balloon. The physician successfully deployed three taxus express2 drug eluting stents (des) (2.50x24mm),3.00x24mm and 3.00x12mm) in the lad at 10-12 atms. The stents were overlapping to cover the lesion site. However, the physician reported that he experienced balloon withdrawal resistance on all three of the stents placed. All the balloons were removed intact and deflated. Finally the physician post-dilated the stents with a quantum 3.00x20mm monorail balloon. The patient was discharged home the following day and was instructed to use plavix and asa for one year. There were no reported patient complications.